Event description:
It was reported that during a routine follow up, this pacemaker was found to be in safety mode. Subsequently, a replacement procedure was performed, this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.